Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case becomes incident. ¿injury¿ was replaced with new specific events- pain: pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury, migration, migraine and weight gain. Plaintiff's information updated. Date of removal added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.